Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal eri, noise with oversensing on the right ventricular (rv) lead was noted. The rv lead was connected to a pacing system analyzer (psa) and noise with oversensing was reproduced. The tachycardia therapy was turned off. Then, the lead was capped and replaced on (B)(6) 2018. The patient was stable with no adverse consequences.